Event description:
Approximately 2 weeks prior to this event a (B)(6) female was admitted into the ICU from another facility having a central line placed, manufacturer of device unknown. On (B)(6) 2012 a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter had been placed and when the catheter was flushed the pt's oxygen saturation immediately dropped to 60. Chest compressions were done for approximately 1 minute. The reporter indicated the pt had an anaphylaxis reaction. The pt's face was flushed and redness appeared at the sight of the new line. Swelling of the tongue was noticed. The catheter was immediately removed. Epinephrine, bolus of normal saline, bicarbonate and benadryl was administered. Approximately 12 hours later the epinephrine was stopped and approximately 24 hours later the swelling in the tongue went down. The pt is still in ICU and is doing better at this time.

Manufacturer narrative:
Potential allergic reactions are labeled in the IFU. Per info supplied by the customer, no product will be returned. Materials used in this device have been shown to be biocompatible per iso 10993. Environmental monitoring and control is maintained at the manufacturing facility per quality system procedures (qsp). The product is shipped with an IFU which provides the following contraindication, "allergy or history of allergy to tetracyclines (including minocycline) or rifampin." Based upon the description of the event, it is possible that the pt has an allergy to tetracyclines or rifampin. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Quality engineering risk assessment (qera) was previously created for this failure mode. The addition of this complaint to the qera would not change its conclusion that no further mitigating action is necessary at this time.